Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Information was provided, which indicated an unqualified cartridge was used with this 22.5 diopter intraocular lens. This lens model is only qualified for use with a specific cartridge lot. This lot and batch records were reviewed and all documents indicated the product met release criteria. No other details were provided. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the iol was unstable and was removed. The procedure was completed without iol replacement. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Haptics and optic damage was observed. The customer indicated the use of an unspecified viscoelastic. The root cause is most likely related to a failure to follow the dfu. Account used a non-qualified lens/cartridge combination. The use of non-qualified products may result in lens delivery difficulties or lens damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the iol instability could not be determined. No further information was provided as to why the lens was unstable. Lens damage was observed. The manufacturer internal reference number is (B)(4).